Manufacturer narrative:
(B)(4).upon further review this complaint was deemed no-reportable. Please disregard the initial medwatch report.

Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/08/2016 that on (B)(6) 2016, that the patient experienced a skin reaction at the sensor site. The sensor was inserted at the abdomen on (B)(6) 2016. The reaction was described as itchy rash, red bump, bubbles, watery serum, and scarring. Patient reported that their doctor did not know what was causing the reaction and advised patient to contact dexcom. Patient has stopped using the continuous glucose monitor (cgm) system. No additional event or patient information is available.